Event description:
It was reported that patient experienced myocardial infarction and stents occlusion occurred. On (B)(6) 2020, after angiography performed, two 16 x 2.75 promus premier select stents were deployed at the target lesion. On (B)(6) 2023, patient experienced a sudden blockage and heart attack. There was no additional information.